Event description:
It was reported that increased capture threshold was observed. The lead was explanted and replaced when repositioning was unsuccessful. No complications to the patient.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found.